Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that their insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incidents and 63 to 67 mg/dl at the time of the call. The customer has been having lows since december 10, 2019. The customer used food to treat the lows. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.